Event description:
It was reported that while filling the cassette with fentanyl, the bag started to leak inside the cassette. The cassette was discarded. No patient injury or complications were reported in relation to this event.